Event description:
Information was received indicating that a during use of the smiths medical administration set, under delivery was experienced. It was reported that 120-158ml of medication volume remained and it should have been less than 50ml remaining. Per reporter the patient received twenty (20)% less of their medication. It was also reported that during priming of the line it took 9-10 ml to fill the filter and another 1-2 to prime to the end of the line. It was reported it should only take 6-7ml to prime the line fully. The reported medication was antibiotic pipercillin/tazo. No adverse patient effects were reported.